Event description:
Philips received a complaint on the v60 ventilator indicating that the device was only running on battery power. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The customer informed the remote service engineer (rse) that the device was not recognizing alternating current (ac) power. The customer verified that there was good ac power going into the device, but there was no 24-volt direct current (dc) coming out of the power supply. It was advised by the rse to the customer to replace the power supply. In a good faith effort (gfe) response received from the customer, it was confirmed that the power supply was replaced, and it resolved the device issue.